Event description:
It was reported that a 63-year-old caucasian female patient underwent revision breast augmentation with mentor memoryshape¿ mm 315cc on both sides and experienced breast implant rupture on her left side postoperatively; diagnosed after physical exam. The patient has consulted with the healthcare professional. On (B)(6) 2026, mentor became aware that the replacement devices used were serial numbers (B)(6) on the right side, and (B)(6) on the left side on (B)(6) 2026. On june 4, and 11, 2026, mentor became aware that the patient suffered bilateral capsular contracture; baker grade ii, and right side breast cyst. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast cyst, and capsular contracture; baker grade ii. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).